Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center has no image when the scope is plugged in using the pigtail. It was reported when a 190 scope was plugged an there was an image, but there was no image when the 180 scope was plugged in. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of no image when the scope was plugged was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the issue was due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use.